Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent an unrelated surgery in (B)(6) 2017. Since the unrelated surgical procedure the ipg has been unable to communicate with the external devices. Surgical intervention may be pending to address this issue.